Manufacturer narrative:
The field service engineer performed ise primes and noticed that the ise vacuum nozzle would not suck up liquid in the reservoir. He changed the nozzle and valve. He performed ise primes and ran maintenance. He verified the system was operational. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 8000 cobas ise module. Prior to patient testing and "around" 9 p.m., it was reported the ise qc was within the acceptable ranges. The initial na results were not reported outside the laboratory. "Around 10:30 p.m and afterward," the customer performed qc again and had out-of-range results due to a moving average shift. The customer performed repeat testing with the samples on a different cobas 8000 cobas ise module. Patient 1's initial na result was 153 mmol/l. The patient's repeat na result was 146 mmol/l. Patient 3's initial na result was 148 mmol/l. The patient's repeat na result was 141 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. There was no indication for a performance issue of reagent. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.